Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after exposure to moisture/fluid. Blood glucose level at the time of the incident was 285 mg/dl. Customer stated there was moisture underneath the lcd and indicated a crack at the corner of the screen. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.